Manufacturer narrative:
The supplier returned the power supply and verified the reported failure. They replaced the defective (shorted) and the power supply passed all of their testing. In addition, the fan was updated. A senior repair technician of the getinge national repair center (nrc) installed the power supply into a cs300 test fixture and tested it to factory specifications per cs300 service manual. The technician inspected the power supply per procedure and testing passed. The part was put into stock.

Event description:
It was reported that the getinge field service engineer (fse) was at the customer¿s facility to replace the power supply in the cs300 intra-aortic balloon pump (iabp). The fse discovered that the power supply from his stock was not functional. This is an out of box failure (oob). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge fse replaced the power supply assembly and the iabp unit passed all calibration, functional and safety tests performed to factory specifications. The iabp was returned to the customer and cleared for clinical use. The faulty power supply was returned to the getinge national repair center (nrc) for further investigation. A senior repair technician of the getinge nrc inspected the power supply and no visual damage was observed. The technician installed the power supply into the cs300 test fixture and tested to factory specifications per cs300 service manual. It was discovered that testing failed and the power supply does not power up on ac or battery power. The power supply was sent to the supplier for failure analysis per procedure. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the getinge field service engineer (fse) was at the customer¿s facility to replace the power supply in the cs300 intra-aortic balloon pump (iabp). The fse discovered that the power supply from his stock was not functional. This is an out of box failure (oob). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when evaluation is completed. The full name of the initial reporter is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Event description:
It was reported that the getinge field service engineer (fse) was at the customer¿s facility to replace the power supply in the cs300 intra-aortic balloon pump (iabp). The fse discovered that the power supply from his stock was not functional. This is an out of box failure (oob). There was no patient involvement and no adverse event was reported.